Manufacturer narrative:
(B)(4). Returned product consisted of the hub and proximal hypotube of a maverick 2 balloon catheter. The distal shaft and balloon were not returned. The hypotube was microscopically examined. The hypotube was completely separated 77.3cm from the hub and the rest of the hypotube, shaft and balloon were not returned for analysis. The fracture face was oval as if kinked prior to separation. The reported balloon deformed and balloon inflation slow could not be confirmed via product analysis due to not receiving the balloon. Inspection of the remainder of the device presented no other damage or irregularities. There was no evidence of any material or manufacturing deficiencies contributing to the damage and the reported difficulty. The investigation conclusion is device not returned as the complaint did not include returned device review of the component which was alleged to have malfunctioned and lacked the objective evidence or descriptive conditions of the event required to determine what could have contributed to the event. (B)(4).

Event description:
Reportable based on device analysis completed on 02-feb-2018. It was reported that balloon deformation and slow inflation occurred. The target lesion was located in a coronary artery. A 2.50mm x 15mm maverick²¿balloon catheter was advanced dilation. However, the balloon could not be expanded completely as the balloon looked like a "dog bone'. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed hypotube break.